Manufacturer narrative:
A third-party service agent performed an evaluation of the customer¿s device and was able to verify the reported issue. After readjustment of therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that therapy connector on their device is loose. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.